Event description:
It was reported that during set-up for an unspecified procedure, prior to the patient being present in the room, the flex deflectable videoscope exhibited a static/noisy image. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrected data: a6. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure; damage on charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.